Manufacturer narrative:
The certas valve (ID 828806) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve (ID 828806) was implanted via ventriculoatrial (v-a) shunt on unknown date with unknown setting. The patient had worsening hydrocephalus, and a patency check with contrast was performed on (B)(6) 2023. The patency check did not appear to be a problem, but the reservoir did not return well when pumping, so obstruction of the ventricular catheter is suspected. It is scheduled to remove and replace the ventricular catheter (unknown date).

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Certas valve (ID 828806) has been returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - no catheters were returned. The position of the cam when valve was received was at setting 3. The valve was visually inspected and no defects noted. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism or an issue with the catheter but no catheters were returned for investigation, at the time of investigation, no occlusion issues with the valve were noted.

Event description:
N/a.

Manufacturer narrative:
Additional information received. The valve was removed and replaced on (B)(6) 2023.

Event description:
N/a.